Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. The physician elected to leave the device programmed on following the high impedance observation and sent the patient for x-rays. Clinic notes were received indicating that the patient had recently been experiencing an increase in seizures. The patient averages 2-3 seizures per day but was having up to 3-4 seizures per day. The seizures may last up to three minutes and the patient constantly fatigued and irritable particularly after a seizure. No patient trauma is suspected to have occurred. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin could not be confirmed to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Follow-up revealed that no known trauma caused or contributed to the event. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.